Event description:
A malfunction alarm identified as "malf 0" was reported prior to any notable events. There was no reported impact on the customer's blood glucose level as they declined to answer. Technical support arranged for the replacement of the pump, which was under warranty, and instructed the customer to use multiple daily injections as a backup therapy to ensure continued insulin delivery. The customer was also guided on how to put the pump into storage mode and return it within ten days using a pre-paid label.